Manufacturer narrative:
Additional information was received that the patient had discomfort at the pocket site and it was too close to the skin. It was also reported that there was no break in the skin. The patient underwent a procedure where the ipg was replaced per physician¿s preference and was repositioned deeper. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient's ipg had migrated out of the pocket and was coming out of the skin. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Event description:
A report was received that the patient&#38112;ipg had migrated out of the pocket and was coming out of the skin. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.